Event description:
It was reported that during procedure the position displayed on the display deviates from the position of the nail hole by 2-3 mm. No delay or injury reported. Surgeon finished procedure free handed.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted no obvious damage. A functional evaluation was performed and it noted that the device functions as intended. However, although our investigation could not confirm the stated failure, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.